Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used - implanted (B)(6) 2015: catalog #42522000511, persona vivacite articular surface, lot #62957543; catalog #42557000114, persona taper stem, lot #11016262; catalog #42532007102, persona cemented stemmed tibial component, lot #63097228 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing night sweats and tremors.

Manufacturer narrative:
As the related product or pictures of the related product were not returned the condition of the product is unknown. The device is used for treatment. A complaint history search identified no additional complaints for the part-lot combinations, apart from those associated with this patient. It was found in a review of the operative notes dated (B)(4) 2015 that it was reported that the femoral component was well-fixed and was left in the patient. The femoral component was originally implanted on (B)(6) 2014. It was also found that the operative notes dated (B)(4) 2015 that the patella had good tracking and there were well-balanced gaps. A definitive root cause cannot be determined with the information provided.